Event description:
A physician reported a pt who was treated on 18 june 97, in the glabella and forehead lines. No significant events were noted by the physician during the treatment and the pt was satisfied with the results. About 2 mo later in august 97, the pt had temporary acrylic crowns attached by her dentist. At that time, she noticed the formation of lumps in the glabella and forehead treatment sites. The lumps receded until the fixation of permanent porcelain crowns later in august 97, when the pt noted a flare of the symptoms. On 12 september 97, the physician examined the glabella and forehead area and noted lumpiness and slight erythema. He diagnosed collagen hypersensitivity and perscribed a medrol dosepak for symptomatic relief.